Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing. A follow-up report will be provided once the investigation is complete.

Event description:
The spring coil is detached from the guidewire and still remained inside the human body. The hospital has initiated an adverse event reporting on the nmpa system.